Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, one of the grippers would not lower. Clip was replaced and continued the procedure. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All information as investigated and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints reported from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.